Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high threshold measurements with loss of capture (loc) and was undersensing due to a lead dislodgment. A revision procedure was performed where the rv lead was explanted and successfully replaced. No additional adverse patient effects were reported.